Event description:
Attempted to disconnect line from white port of double lumen ra (right atrium), however unable to. Multiple rn attempts were made to disconnect line, however it would not come off. No stopcocks nor a manifold were connected to the line to allow for additional drips to be added. This prevented a nitroprusside drip from being hung for patients blood pressure management. The work around required changing the anti hypertensive medication and insertion of a peripheral intravenous line. Some possible causes of being unable to remove line: line was cleaned with chlorhexidine and not allowed to dry for a long enough time frame. Line may have been jammed in with too much force. Unclear as to what exactly was the cause. Hub of catheter was not able to be disconnected from tubing. Connection between the hub of catheter and tubing unable to be loosened and separated. This is the two-lumen central venous catheterization kit with blue flextip.